Event description:
Family member of home patient (hp) contacted baxter's technical service center (tsc) for assistance during patient's apd therapy. The hp had received a "check heater line" alarm prior to contacting the tsc. Reportedly, while attempting to resolve the alarm, the heater line spike became disconnected from the solution bag. The technician assisted the family member in ending the current therapy. The family member was advised to resume therapy with new supplies and to contact the rn regarding this incident. No patient injury or medical intervention was associated with this incident per hp's family member.